Manufacturer narrative:
The device was returned as part of the asset return process, the reported fault was likely the result of insufficient reprocessing. In addition to the b5 findings the following were found. The lg (light guide) lens was cracked. The connecting tube had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, cysto-nephro videoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the adhesive around the objective lens had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.